Manufacturer narrative:
Results: bd received a sample and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter near the syringe flange with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: since embedded fm is isolated from the specimen and fluid path, it is solely a cosmetic issue. Based on the probability of occurrence and the severity of the issue. No further investigation is necessary.

Event description:
It was reported that bd preset¿ syringe with attached needle had foreign matter near the syringe flange. No injury or medical intervention.